Manufacturer narrative:
On october 4, 2018 during the review of the thermage tip, dielectric breakdown was observed on the tip membrane (part number: ttns16.00e2-400. Lot number: 032218. Serial number: (B)(4)). Tip passed flow, and thermistor testing. No leak test was performed. No functional test was performed and the tip failed visual testing due to the dielectric breakdown observed. It was confirmed that at the time of treatment, this tip had been used for 220 passes. Additional investigation results are pending.

Event description:
A user facility in (B)(4) reported that 220 passes into a thermage treatment they found two tiny holes on the thermage tip membrane. It is reported that coupling fluid was used, and the highest treatment level was 4.5. A new tip was used to successfully complete the treatment. No patient injury reported.

Manufacturer narrative:
The conclusion code was changed as a result of additional information. During evaluation of the treatment tip, product support found damage to the tip membrane. It is unknown how damage to the treatment tip occurred. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with dielectric membrane breakdown of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual (p009240-04 rev. A) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. Solta also reiterates the importance of clinician attention to treatment error messages provided by the system, in particular messages indicating underforce and lifting irregularities. As with all thermage systems, ensuring perpendicular contact between the handpiece and skin is critical. The investigation is complete.